Manufacturer narrative:
The t:slim user guide states: "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen became unresponsive after the pump was exposed to water. The customer's blood glucose was 237 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.